Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection was performed and identified a damaged patient adapter and broken occluder feet. Functional testing was performed which included underwater pressure leak testing, clear passage test, clamp function test, and integrity of seal surface testing. Leak testing and clamp function testing found a leak through the tubing due to the broken occluder feet. The reported issue was verified. Testing determined that the reported issue of leak was caused by the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The patient was diagnosed with peritonitis on (B)(6) 2015. It was reported that the mini set extension system was suspected to be the cause of the peritonitis; the seal of the extension was broken and was not closing correctly anymore. The same day as onset the patient was treated with intraperitoneal (ip) cefepime (2 grams, frequency not reported). Three days after onset, the patient was treated with ip vancocin (2 grams for four days, frequency not reported). On the same day that vancocin treatment was discontinued, the patient was treated with rifamycin (300mg, twice a day orally for nine days). Ten days after onset the patient was treated with noxycylin (100mg, twice a day orally for six days) for peritonitis. The patient was recovered from this peritonitis event sixteen days after onset. Extraneal and physioneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis, but the defective set was found (B)(6) 2015. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to a leak in the seal of the extension set was broken, further described as the mini-set extension system. This was found after patient usage of the product. On unreported date(s), the patient was treated with cefepime (route, dosage, frequency, and duration not reported), vancocin (route, dosage, frequency, and duration not reported), rifamycin (route, dosage, frequency, and duration not reported), and noxycylin (route, dosage, frequency, and duration not reported) for the peritonitis event. It was unknown if physioneal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.